Event description:
The biomedical engineer reported that the central nurse's station (cns) should have alarmed for the higher red priority alarm but instead alarmed for the lower blue advisory alarm. Nihon kohden asked the customer for clarification on the exact details as to what the cns alarmed for and what the device was supposed to alarm as but have not received a response on this. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 10/23/2019 customer stated that cns device alarmed blue on the heart rate, instead of the expected red color. Nk tech support requested customer for alarm level settings. Settings was not provided but customer responded that the issue may have been a user error. Further information was not provided. Service requested: troubleshooting. Service performed: requested information for investigation. Customer stated it was user error and requested to close ticket. Investigation conclusion: the cause of the alleged alarm color issue was user error. The likelihood of re-occurrence is rare. The risk priority score is low. Therefore, no CAPA is required. The following fields are not applicable (na) to the MDR report. D4 lot number & expiration. Additional model information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) should have alarmed for the higher red priority alarm but instead alarmed for the lower blue advisory alarm. Nihon kohden asked the customer for clarification on the exact details as to what the cns alarmed for and what the device was supposed to alarm as but have not received a response on this. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) should have alarmed for the higher red priority alarm but instead alarmed for the lower blue advisory alarm. Nihon kohden asked the customer for clarification on the exact details as to what the cns alarmed for and what the device was supposed to alarm as but have not received a response on this. No patient harm reported.